Event description:
The account alleges that when using a micro-puncture kit for non-vascular procedural access, the sheath tip just below the radiopaque marker band detached within the patient's common bile duct. The sheath's introducer was easily removed from the sheath with no resistance. The physician passed an .035 amplatz extra stiff guidewire through the sheath, and was attempting to remove the sheath from the patient when the sheath tip detached.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed, however the root cause could not be established. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.